Event description:
It was reported that during implant, when attempting to place the lead in the right ventricle, it dislodged after slitting. The lead was not used, and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on the helix mechanism; the full lead was returned and analyzed.